Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged unknown part number was received inside an ar-12990 knee scorpion batch number: 14922463 for investigation. The device investigated was the ar-12990 knee scorpion, functional testing was performed on the returned ar-12990 batch number: 14922463 and it was found that the device had a needle stuck inside the shaft of the scorpion. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/20/2023, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off inside. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 9/25/2023: this was discovered during a knee arthroscopy procedure. The facility is still looking for the actual date of the procedure. The product and batch number of the needle are unknown. No fragments broke inside the patient. The case was completed using a suture lasso. There was a case delay, and additional anesthesia time was administered. Additional information received on 9/28/2023: the case was delayed over 15 minutes and additional anesthesia was needed. The needle broke inside the shaft, and never fully went through.